Event description:
The operator pulling out the wall stand cassette tray of this x-ray system received an electrical shock. There was no resulting serious injury.

Manufacturer narrative:
Eval: method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.